Manufacturer narrative:
Patient identifier and weight: unknown, asked but information was not provided. Date of event: the exact date is unknown, the best estimate is between oct 18, 2022 and oct 25, 2022. If explanted, give date: not applicable as the device remains implanted. Phone number: 098-987-4004. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect clinical code: 2138 unexpected postop refraction, 2138 vision loss (nos) : visual acuity reduced. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had undergone implantation in the left eye complained that their vision still had not recovered, blurred vision and decreased visual acuity reported. Preoperative left eye vision (lv) was 0.4 (0.5 p × s+1.00 c-0.50 a x 95°), but postoperative vision had worsened to lv: 0.08 p (0.08 × s+0.50 c-0.25 ax170°) in the third postoperative day. It was indicated that the patient has had no history of diseases leading to reduced vision. No diseases, no maculopathy although soft exudate was observed at the fundus reported. Postoperative inflammation reported as the same level as regular surgery. No optic nerve abnormality reported. The lens remains implanted and will not be returned. No further information was provided.